Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range, and had reportedly been so for approximately three years. Boston scientific technical services (ts) provided troubleshooting advice. No adverse patient effects were reported. The lead remains in service. Additional information was received that this device system continues to exhibit high out of range shock impedance measurements. Ts recommended further evaluation such as a synchronized commanded shock. No adverse patient effects were reported. This device system remains in service. Further information was received that this lead was surgically abandoned and replaced during a device change out procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were greater than 150 ohms and had been high for approximately three years. Boston scientific technical services (ts) provided troubleshooting options. No adverse patient effects were reported. The rv lead and associated implantable cardioverter defibrillator (ICD) remain in service.